Manufacturer narrative:
Eval results indicated that the complaint could not be duplicated. It is believed that this event is not device related but is attributed to technique.

Event description:
Upon opening the monomer, the vial broke. There was no adverse consequence for the pt.